Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The iabp was inspected for dust and found no issue. The iabp was operating at normal temperature. The stm replaced the main cpu board. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had an error code #4. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) maintenance code# 4 occurred. The iabp was swapped to continue therapy and original pump was taken to clinical engineering for evaluation. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Full initial reporter name: (B)(6).